Manufacturer narrative:
This device has been received, however an evaluation has not been completed. Therefore, a failure analysis is not available and it is not possible to determine the relationship between this device and the cause for this event. A device history record review and the product evaluation are in progress. A supplemental medwatch report will be submitted after these activities are complete.

Event description:
On february 26, 2007, the customer reported to bsc that during a ercp procedure on a male patient, the retrieval balloon "separated from the catheter into the patient". The balloon was retrieved from the patient; the procedure was completed with another of the same device. The patient did not sustain any complications or ill effects as a result of this issue. Note: the product was used beyond the expiration date.